Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to improper diet. On an unreported date, the patient was hospitalized and was treated with an unspecified anti-inflammatory drug for the event. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was withdrawn during hospitalization. No additional information is available as the reporter declined to provide any further information.